Event description:
The device was used during a laparoscopic procedure. Reportedly, the stapled did not form properly and the instrument was difficult to open. The hosp has reported no pt injury occurred.